Event description:
It was reported that a patient presented in clinic for a routine follow-up. Upon interrogation, several episodes of oversensing on the right ventricular lead due to noise artifacts were noted. No patient symptoms were reported. No further information is available at this time.